Event description:
It was reported that the patient presented for a scheduled system upgrade. After the system was implanted and the pocket was closed, it was noted that the right ventricular lead was not capturing. It was also noted that the pacing lead impedance had increased significantly. Imaging showed a partial lead dislodgement, and a perforation was suspected although no tamponade or effusion was noted. The physician re-opened the pocket and successfully repositioned the lead without further issue. The procedure concluded successfully and the patient was stable throughout the procedure. The patient would continue to be monitored.